Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure while the physician was tracking the peg tube over the guidewire it was met with resistance. A new endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the device to be without issue. A functional evaluation was performed by attempting to pass a .035" guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled by cutting off the outer ring and then removing the thermoformed tubing and silicone tubing from the barbed connector. The barbed connector was pin gauged and it was found to be partially occluded. The inner diameter would only accept a .028" pin gauge, however the specification is .036" to .040". A microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have formed a ring around the inner wall of the cannula. The inner ring was removed from the connector and it was noted that adhesive was visible on the end of the threaded end of the connector and on the first 5 threads. During the evaluation, nitro-methane was applied to the connector and the clear substance dissolved, confirming the occlusion to be adhesive. It was noted that the condition of the returned unit was consistent with the complaint incident that a .035" guidewire would not pass through the connector. Adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause of 'manufacturing' is selected for the complaint. A review of the device history record was performed for lot number 16286141 and revealed no issues related to this complaint

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure while the physician was tracking the peg tube over the guidewire it was met with resistance. A new endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.